Event description:
The customer called and reported she had experienced low blood glucose of 40 mg/dl two hours after breakfast. Customer gave insulin and had lunch. The customer had stated she was not sure if the insulin pump was delivering everything. When discussing the bolus, customer was saying 6 units, but it was determined that .6 units were read and the difference between these amounts was explained. Customer declined troubleshooting for low blood glucose. Customer took blood glucose again, which was at 114 mg/dl. The insulin pump will not be returning for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.